Event description:
The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The physician reported that the device was not programmed off after observing the high impedance reading. There is no known patient manipulation or trauma that is believed to have caused or contributed to the high impedance. The patient was referred for surgical consult. The patient underwent generator replacement surgery on (B)(6) 2014. It was reported that the lead impedance was within normal limits (1794 ohms) after the new generator was connected to the existing lead. It was reported that x-rays were taken, but will not be sent to manufacturer for review. The surgeon reported that a lead connection issue was not seen in the x-rays and when troubleshooting was performed intraoperatively the surgeon noted it to "look fine". The generator is expected to be returned for analysis, but has not been received to date.

Event description:
Visual examination noted tool marks on the pulse generator case and header. The marks are most likely associated with manipulation of the device during the explant procedure as the markings are consistent with devices typically used in a surgical procedure (forceps, etc.). The positive septum and setscrew was not returned with the unit. The negative septum was not cored. No evidence of body fluid remnants was observed in the header septa cavity. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The pulse generator was opened. A visual assessment of the pcb revealed no anomalies. The elective replacement indicator (eri) was set. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an eri condition. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.